Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin leaked from the reservoir into the insulin pump. Customer delivered a bolus and when they changing the reservoir out of the insulin pump, there was insulin leaking out all over the reservoir but they did not know where the leak was coming from. Customer stated that the keypad was responsive. Customer performed a self-test and test passed. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.